Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had "mech comp" and was noted to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the "mech comp" was related to a previously reported right ventricular lead and not this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.